Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation (af) cryoablation procedure, the physician noticed via x-ray that this electrode was dislodged. Subsequently, a revision procedure was performed, and this electrode was successfully repositioned. Besides intervention, no other adverse patient effects were reported.

Event description:
It was reported that during an atrial fibrillation (af) cryoablation procedure, the physician noticed via x-ray that this electrode was dislodged. Subsequently, a revision procedure was performed, and this electrode was successfully repositioned. Besides intervention, no other adverse patient effects were reported.